Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator (scs) devices. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and the explanted device will not be return as it was retained at the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7074138. UDI:(B)(4).

Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator (scs) devices. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and the explanted device will not be return as it was retained at the facility.